Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Journal article provided confirms that the anchor plug is fractured at the base of the anchor plug and during the revision they found out that tibia was fractured. It was reported that fell however the reason for fall is unknown. A definitive root cause cannot be determined. This complaint is confirmed via journal article notes provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that surgery was performed for proximal tibia tumor with oss. Approximately 9 months post operatively, the patient experienced discomfort and fell. The surgeon found that the anchor plug broke. Bone formation was seen on side view, but the bone formation was partially seen on front view from x-rays. Subsequently, a revision was performed on (B)(6) 2022. Tibial fracture was noted as well.